Event description:
Pt underwent atrial lead extraction and replacement due to a voluntary product recall by co. The pulse generator was removed and disconnected from the leads which were dissected free of fibrous adhesions. Atrial lead was then dissected down to venotomy and tip unscrewed from atrial appendage. Lead was uneventfully removed using gentle traction. No evidence of retention wire fracture on close inspection. Placement of new lead was then accomplished.